Event description:
It was reported that during a device replacement procedure, the lead connector pin for the superior vena cava (svc) coil was damaged. The svc portion of the lead was programmed off, and the rest of the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.